Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer passed away at home. The cause of death was reported as natural causes. The customer's blood glucose was reported as 600 mg/dl. The caller did not mention any other health issues or illnesses that may have contributed to the passing other than natural causes. The customer was wearing the insulin pump at the time of passing. The customer was wearing sensors at the time of passing. The insulin pump will not be returned for analysis.